Event description:
Orig surg: approx 1999. Insert was revised due to an allegedly infection. But at the time of removal, it was found not to be secured by the locking mechanism. Metallic wear debris were found directly anterior to the locking pins. Infection. Incidental finding of insert not being locked in place.